Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed with a blood leak. The estimated blood loss is unk. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. After multiple attempts, there has been no further info provided as to the amount of blood loss to the pt from the initial reporter. There is no indication that there was any serious injuries to the pt but insufficient info cannot rule out the possibility at this time, therefore, a serious injury and malfunction MDR will be filed. If further info becomes available, a supplemental MDR will be submitted.